Event description:
It was reported that a large volume infusor did not infuse at all. The device was filled with 1800mg dose of fluorouracil. The issue was identified during patient use, 48 hours later. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured from february 4, 2022 - february 7, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.